Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a prostyle device after an interventional procedure. Reportedly, the two sutures ¿could not be removed outside after to transfix of the needles¿. A guide wire was attempted to be inserted into the device, but it was not possible, the device didn¿t move anymore. A strong pull was used to remove the device; however, the flexible part was almost completely detached from the rest. Surgical intervention was required to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Additional information: return device analysis noted that the posterior foot was separated and not returned. Follow-up from the account confirmed that the foot separation occurred during removal of the device. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The difficult to insert (guide wire) and the material separation (foot) were confirmed. The difficult to remove, retraction problem could not be replicated in a testing environment as it was based on operational circumstances. The break could not be confirmed due to the condition of the device; however, the guide was separated at the distal end of the guide tube. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Reportedly, there was difficulty during insertion and resistance when the prostyle was attempted to be removed from the patient anatomy. Excessive force was used to remove the device. It should be noted that the electronic perclose prostyle instructions for use (IFU), states: do not advance or withdraw the perclose prostyle suture mediated closure (smc) device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It is unlikely the IFU violation contributed to the reported difficulties. The cause of the reported difficulties cannot be determined; however, the subsequent treatments are due to the circumstances of the procedure. It is possible that the angle of insertion and/or the interaction of the device with the anatomy during deployment contributed to the reported guide break. Once the guide broke this would lead to the difficult to remove, difficult to insert (guidewire), and likely the inability to deploy the needles as evidenced by the bent anterior needle. The guide separation likely occurred during the forced removal from the anatomy. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.